Manufacturer narrative:
Device analysis shows a device failure. Device analysis report is attached. This report is submitted on december 23, 2021.

Manufacturer narrative:
This report is submitted on november 30, 2021.

Event description:
Per the clinic, patient experienced dizziness and no benefit with the implant leading to device non-use. The device was explanted on (B)(6) 2021 and there are no plans to reimplant the patient with a new device as of the date of this report.